Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA - (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 06-nov-2015, an fse conducted on-site follow-up with the customer. The fse performed a rack rotation with the hood up was able to see any issues. The fse then cleaned the drive belts, and found that the customer had removed the screws from the hood. This caused the rack to hit the front edge of the hood when it was moved after sampling. The fse replaced screws in the back of the hood and instructed the customer to do the same. The most probable cause of the reported event was due to missing screws in the hood.

Event description:
On (B)(6) 2015, a customer reported error 4303 sample loader x2 axis home overrun with their aia-2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, lhii and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Event description:
N/a follow-up.